Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images intermittently disappeared after procedures. This is consistent with a system lockup during archiving. There is no report of injury or death associated with this event.